Event description:
Initial creatinine result 7.7 mg/dl. Same sample repeated recovered 1.0 mg/dl. Initial result was reported, patient not adversely affected. The field service rep determined the detergent valve assembly was cracked. The instrument was repaired.